Event description:
Possible atrial undersensing on stored vf egms on atrial lead, at/af episode in progress during all treated vf episodes. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).